Event description:
The patient contacted animas on (B)(6) 2013 reporting being diagnosed with diabetic ketoacidosis after being hospitalized for a blood glucose of 23 mmol/l with nausea, vomiting, abdominal pain, and dizziness. The patient indicated that at the hospital the infusion set was changed out and the cannula was found to be bent. The pump history was reviewed and there was no indication of an occlusion alarm. The patient contacted animas again on (B)(6) 2013 stating that the pump had failed resulting in the reported hospitalization; the patient did not further elaborate on this allegation. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis related to an absence of occlusion alarms.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.